Event description:
It was reported that a patient experienced an infection in the scrotum with this inflatable penile prosthesis (ipp). It was detailed that the tubing was exposed through scrotum, specifically through the incision site. A surgical procedure was performed in which the existing ipp was removed and replaced with a new malleable rods. There were no further patient complications reported.